Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Atlas work horse clinical study. It was reported 1499 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, that the patient was hospitalized with unstable angina pectoris. The index procedure treated the 70% stenosed 3.0x15mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre-dilation and the placement of a 3.0x16mm taxus liberte drug eluting stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. 1499 days following the index procedure, the patient presented at the hospital with chest pain. Pain had been on and off for the past day and was described as substernal, and did not radiate, and was not pleuritic. It was improved by walking and not by rest. The patient also reported being lightheaded, paroxysm of the pain and dizziness. She also complained of feeling weak and extremely tired. An ECG showed normal sinus rhythm, possible left artial enlargement and nonspecific t-wave abnormality. Per the discharge summary, after being seen in the emergency room, it was decided that she had unstable angina. She was admitted to the hospital and referred to cardiology. She was started on crestor. Her blood sugar was modified and controlled using her home dose of medications. She was scheduled for a stress test. On day 1501 the event was resolved with no residual effects and the patient was discharged. Discharge medications included: norvasc, nexium, plavix, toprol xl, glucophage, bayer asprin, reglan, neurontin, hydrodiuril, diovan, lipitor, bidil, isordil.